Manufacturer narrative:
Product complaint # (B)(4). This report is for one (1) unknown screw/part and lot numbers are unknown. Without the specific part and lot number, the 510k & UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that this was a posterior cervical fusion with decompression at c7/t1 treating cervical spondylotic radiculopathy on (B)(6) 2021. It was preoperatively confirmed that three screws on the cross connecter were loose. The surgeon deployed the cross connecter and tried to tighten one of the screws. It appeared that the screw got stuck with excessive torque. The screw was removed and retried, which failed again. The surgeon was able to completed the screw fixation after another attempt. It was also reported that the screw insertion might have been prevented due to some burrs on the screw thread. No further information is available. Concomitant device reported: unknown tightener (part# unknown, lot# unknown, quantity unknown). This complaint involves three (3) devices. This report is for one (1) unknown screws. This report is 1 of 3 for (B)(4).